Event description:
It was reported that the power button was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up support, and further information was unavailable as they were currently out of warranty and in the process of renewal. No additional actions were documented.